Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the "clamp locked." The device had not been used yet. The device was not on patient tissue. It was unknown how the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested but unavailable: did the jaws of the device eventually open? If yes, what troubleshooting steps were taken to open the jaws?

Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.